Event description:
The customer reported that a pt experienced a desaturation and coded requiring resuscitation and that the spo2 monitoring was not occurring for about 30 minutes before the pt was discovered.

Manufacturer narrative:
The customer reported that a pt was stated to have desaturated and coded, requiring resuscitation efforts and subsequent transfer to ICU. We will consider this to represent a serious injury. Since the customer indicated that spo2 monitoring was not occurring for about 30 minutes before the pt was discovered, and since she was hypoxic when she was discovered. We will consider that staff being unaware of the oxygenation status of this pt was a factor in this incident. Philips is in the process of obtaining additional info regrading this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.